Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a power unit failure. Additional evaluation findings are as follows: video connectors noted broken but connection possible; deformed power switch; dent in chassis noted, preventing balancing of unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to power on. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the event, reported to olympus.